Event description:
Pt admitted with recurrent discolorations involving rt total hip arthroplasty. Pt underwent total hip arthroplasty (tha), in 1992 at another facility. Pt has had x3 dislocations since revision and at the present time complaining of discomfort, having to use cane or walker. X-ray showed a harris-galante porous coated hip prosthesis in place, the acetabular fairly vertical. Intra-op per surgeon all of the soft tissues around the hip were heavily infiltrated with titanium debride. The prosthesis was solidly in position, however the titanium foreign body debride was tracking down the lateral and posterior sides of the prosthesis and these were already separated from the underlying bone. It was felt that with the foreign body reaction that was occurring that eventually the femoral component would be grossly loose. Pt underwent revision rt tha (femoral and acetabular).